Manufacturer narrative:
The t:slim pump user guide indicates that after 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level. After reloading the cartridge, customer received an accurate fill estimate.